Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 18.0 mmol/l and blood glucose at the time of the call was 5.5 mmol/l. Customer had positive results in ketones test, nausea, abdominal pain and was vomiting. Customer treated with insulin pump. Customer has already changed the entire set twice and has changed the site and the pump seems to be working. Customer declined to check for possible site/insulin issues and their settings. The insulin pump was returned for analysis.